Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited r-wave amplitude variation and failed to capture at unipolar and bipolar systems. The physician attempted several times with no success hence, the physician decided to use a new lead. The new lead was implanted successfully, and the patient was stable throughout the procedure.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited r-wave amplitude variation and failed to capture at unipolar and bipolar systems. The physician attempted several times with no success hence, the physician decided to use a new lead. The new lead was implanted successfully, and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and sensing problem were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis via electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.